Manufacturer narrative:
Block b3: exact date unknown, event occurred five years prior to the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2218500. Model: sc-2218-50. Serial: (B)(6). Batch: 15433499. UDI: (B)(4). Product family: scs-linear leads. Upn: m365sc2218500. Model: sc-2218-50. Serial: (B)(6). Batch: 15433495. UDI: (B)(4).

Event description:
It was reported that the patient was having difficulty charging the implantable pulse generator (ipg). It was also stated that the patient spinal cord stimulator (scs) leads had high impedance. The patient underwent a procedure wherein the ipg and leads were replaced. The patient was doing well postoperatively and the explanted devices were retained by the medical facility and will not be returned.